Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation: it was reported by ahs stollery children's hospital that the catheter from a cook tpnredo catheter set (rpn: c-tpns-6.5-90-redo) was noted to have a break at the hub of the catheter. The catheter had been placed in a 3 year-old patient and the break was identified on (B)(6) 2020 during treatment. The catheter hub was noted to be twisted with a slight disconnection. The facility performed a repair using a cook tpn catheter repair set. Reportedly there was no serious harm as a result of this event. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned as it remains implanted; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient activities are in place to identify and prevent this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. At this time, cook has concluded that the available evidence indicates that the device was manufactured to specification and that there is no evidence suggesting that non-conforming product exists either in house or in field. Cook also reviewed product labeling. The current IFU supplied with the catheter set is c_t_tpn_rev9 which includes the following information related to the failure mode: ¿warning. -if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately. Precautions. -silicone catheter are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. Suggested catheter maintenance. After catheter placement and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. If blood is not freely aspirated, catheter tip position should be immediately reevaluated by the physician. If catheter is not to be used immediately, its lumen should be drip maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentration of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency, catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this event was unable to be established. As the catheter was attached to IV lines, the device could have experienced strain/tension when the patient moved. However, this cannot be confirmed at this time. Appropriate measures have been taken to address this failure mode. A previous project was performed to determine the cause of this issue. It was found that the product line meets specifications, but that separation and leakage of the device is an inherent risk device usage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received on 21aug2020 that the patient was a child. The device remains implanted in the patient. In more additional information received on 27aug2020, it was reported that the device was placed in the patient's right subclavian and failed during treatment. As the patient has a history of cardiac defect and repair, the line was being used for IV medication administration. The device was secured to the patient via transparent tegaderm dressing and attached to both an IV infusion line and a needless connector infusion cap. The patient's activity level was described as "bedbound but active in bed".

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 28jul2020, it was reported that the device will not be returned, as it was repaired.

Manufacturer narrative:
Common device name: not available as this device is not sold in the us, but it is considered to be clinically similar to a device that is, thus prompting this report. PMA/510(k): not available as this device is not sold in the us, but it is considered to be clinically similar to a device that is, thus prompting this report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a redo single lumen tpn catheter broke at the hub. During use on (B)(6) 2020, a break was noticed at the hub of the catheter. The hub was also noted to be twisting with a "slight disconnection". Due to the potential risk of a cvc infection from use of a broken catheter, a cook tpn catheter repair set was used to repair the device. No adverse effects have been reported. Additional information regarding patient and event details has been requested but is not currently available.